Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that full-height drawer five was not open and was not showing as closed based on the light indicator. A field service engineer (fse) powered off the device, removed the drawer from the cabinet, and found that the latch inset was missing a magnet. The fse installed a new latch inset assembly, reinstalled the drawer into the cabinet, rebooted the station, ran diagnostics, and confirmed that all tests passed successfully. The system functioned as intended after the field service engineer repaired the device. E1. Initial reporter facility name - (B)(6).

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary the drawer 5.1 was failed to detect on bus. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient and were able to get medications from another station which caused a delay. There were no adverse events or injuries reported based on this event.